Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow up medwatch report will be sent when the analysis is complete.

Event description:
The pt experienced a loss of therapeutic benefits. The neurostimulator did not reach normal battery depletion. The device system was explanted. There was no pt injury and recovered without sequela.